Event description:
It was reported that during a da vinci-assisted revision gastric pouch procedure, tissue was pushed out of the jaws after firing the sureform 60 stapler instrument with sureform 60 white, blue, and black reloads. The customer reported that all three stapler reloads produced malformed staple lines on the stomach tissue. According to the customer, the firing of the sureform 60 black reload resulted with an exposed blade. The blades of the sureform 60 white and blue reload retracted back as normal. There was no report of holes or gaps in the staple lines. The customer stated that the sureform 60 white reload produced an error message stating the tissue was too thick. The surgeon repositioned the sureform 60 stapler instrument with the sureform 60 white reload and no additional tissue thickness errors were seen. To resolve the three tissue push events, the customer stated the surgeon excised out the three malformed staples lines and sutured the gastric pouch defect closed. There was approximately 50cc of blood loss related to excising the malformed staples lines. This event was resolved with spot cautery, suture closure of the gastric pouch defect and installation of a new sureform 60 stapler instrument. The customer stated this event did not affect the procedure or patient outcomes. There were no post-operative complications or concerns for long-term complications.

Manufacturer narrative:
Intuitive did not receive a the sureform 60 blue reload to perform failure analysis. The stapler reload was reportedly discarded and is not available for return. The stapler logs for this procedure were reviewed. The first sureform 60 stapler instrument used was installed and fired 6 times (3 blue, followed by 2 green, the 6th reload color was not captured in the logs). The last three fires of the first stapler instrument used experienced firing failures. A second sureform 60 stapler instrument was then installed and fired 3 times with no firing failures. Note: - refer to medwatch report (MDR) with MFR. Report #2955842-2026-02379 for MDR submission of the event reported against a sureform 60 white reload. - refer to MDR with MFR. Report #2955842-2026-02381 for MDR submission of the event reported against a sureform 60 black reload.